Event description:
Consumer reported complaint for erratic blood glucose test results. Customer advised that when he tested his blood glucose levels earlier today the two results that he got was 445 mg/dl and 347 mg/dl non-fasting. Customer also stated that the true metrix meter does not have a light, and that the beep on the meter is not very loud. Customer also had a complaint about the vial that the test strips are in and that they are too small. Customer advised that he has used many different meters before and have compared the true metrix meter to his other meters; meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Customer advised that he contacted the american diabetes association to see who he can complain to about the inaccuracy of the true metrix meter and that the meter is not safe to use. Customer stated that he may contact the FDA. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/16/2024; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 26-dec-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.